Event description:
A pt reported experiencing inaccurate low results with a meter. The pt's blood glucose results were meter 200mg/dl and the lab was 500mg/dl. Tests were done within 10 mins with a difference of 55%. Pt did not experience any adverse events. No further info has been reported.